Event description:
It was reported the patients blood glucose level rose to 298 mg/dl while wearing the pod between 4 and 24 hours. As treatment the patient replaced the pod.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Investigation found no defects or deficiencies that would contribute to a communication error. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. No damages or defects were observed that would contribute to a communication error. During investigation the exposed portion of the soft cannula was observed to have been damaged. This damage diverted fluid from the intended fluid path. It could not be determined when or how this damage occurred.